Event description:
The customer received a message from her pump requesting for a minimum of 50 units of insulin. Reportedly, the customer has a little insulin remaining in her vial when she changed out her cartridge. The issue impacted the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.